Manufacturer narrative:
Analysis synthesis: review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. Upon reception, the lead was received cut in two parts. The connector pin of the lead was received with metal corrosion and damage to the metal was still visible after decontamination of the lead. Despite the lead condition, mechanical and dimensional tests were in accordance with specifications. The helix was observed bent once extended. Two hypotheses may explain the reported issue: 1) during implantation, a blood residue or physiological tissue may have been present into the helix housing, affecting the screw rotation. 2) repeated attempts to position the lead may have caused the helix bending, affecting its mechanical functionality. Those hypotheses could not be confirmed with certainty. It should be noted that pre-operative test of the screw mechanism is highly recommended to confirm its functioning. The results of this investigation are retained and utilized for trending purposes.

Event description:
Reportedly, on (B)(6) 2024, an intervention was performed to implant a new pacing system. During the implantation attempt of the vega r52, the screw could not be extended/retracted properly during placement. Then, a new vega r52 lead was used, and there were no problems with operation or screw extension/retraction, and the implantation procedure was completed.

Event description:
Reportedly, on (B)(6) 2024, an intervention was performed to implant a new pacing system. During the implantation attempt of the vega r52 (s/n: (B)(6)), the screw could not be extended/retracted properly during placement. Then, a new vega r52 lead (s/n: (B)(6)) was used, and there were no problems with operation or screw extension/retraction, and the implantation procedure was completed.